Event description:
Per the clinic the patient developed an infection around the abutment. The patient was prescribed flucloxacillin (specific date, duration and dosage not reported) to clear the infection. The implanted device remains. Additional information has been requested, but has not been made available as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4). The implanted device remains.